Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's sound abatement foam. The customer reported visualization of black particles on the bacterial filter. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory. The device was visually inspected and found no issues. The device was not returned with the rear filter. The device was tested and there were no operational issues noted. The device operated as designed. The manufacturer visually inspected the device internally and found signs of contamination entering the flow path from outside the device. The manufacturer found no evidence of foam degradation. The manufacturer concludes there was no evidence of foam degradation. The contamination is consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.